Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: a stent delivery system and images were provided for evaluation. Based on the evaluation the reported issue could be confirmed. The outer sheath was elongated which indicated that high release force was present during treatment which subsequently led to an outer sheath fracture and eventually to a partially deployed stent graft. A manufacturing related issue could not be identified. Based on the information available, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.'

Event description:
It was reported that during a stent graft deployment procedure in the iliac artery via access through the right femoral artery in a slightly tortuous and slightly calcified tracking path, the stent graft allegedly failed to deploy. It was further reported that the shaft allegedly broke, when it was pushed to deploy the stent. Therefore, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified.

Event description:
It was reported that during a stent graft deployment procedure in the iliac artery via access through the right femoral artery in a slightly "torusolated" and slightly calcified tracking path, the stent graft allegedly failed to deploy. It was further reported that the shaft allegedly broke was it was pushed to deploy the stent. Therefore, another device was used to complete the procedure. There was no reported patient injury.